Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed that the ECG signal through electrode pads was changed by the user from "pad view" to "lead view". Although this altered the ECG signal viewed on the display because of the different viewing angle of the heart, this is not an indication of a device malfunction. The user would need to switch to the "pads" view to obtain the ECG signal via the electrode pads attached to the patient. Prior to the ECG view change, the device successfully delivered a shock at 120 joules. Analysis of reports of this type has not identified an increase in trend.